Event description:
Complaint ID: (B)(4)

Manufacturer narrative:
It was reported that the flow measurement stopped during treatment. A getinge service technician investigated the unit on 2021-06-01 and could not duplicate the failure. The technician performed safety, calibration, and functionality checks to factory specifications. For further investigation the log files were analysed by getinge life cycle engineering (product experts) on 2021-07-26. It could be confirmed that the flow bubble sensor was disconnected and re-connected several times for the event date. To determine of this was caused by an connection issue of the flowdigimini board the ssu was advised to check this connection in detail during their preventive maintenance. The preventive maintenance was performed on 2021-08-04/05/06 under service report 43783846. No issue of the connection could be confirmed. The unit was tested for several hours and the reported failure could not be reproduced. Based on the investigation results the reported failure "stopped flow measurement" could not be confirmed. Probable root causes were determined in the cardiohelp risk assessment as a disturbance by electric or electromagnetic field or ultrasonic system. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
Service for the affected cardiohelp unit is pending. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The customer reported that during patient treatment the flow was not measured. The cardiohelp was exchanged during treatment. Complaint ID: (B)(4).